Event description:
It was reported that this was an arteriotomy closure using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed and the tavr procedure was completed. The prostyle sutures were advanced and seemingly achieved hemostasis without issue. Moments later, loss of pedal pulses and a cold leg was noted. Surgical intervention was performed and it was found that one of the prostyle sutures had grabbed the side wall of the artery [side wall stitch]. Access site was re-closed surgically. Due to the issues with the prostyle device, hospitalization of the patient was extended. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effect of occlusion is listed in the prostyle instructions for use as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.